Event description:
The customer reported an alarm that could not be cleared. The customer changed the battery, then a bar code appeared on the screen. Advised that the insulin pump would be replaced due to the display anomaly. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to test for any alarms or check for the display anomaly due to the blank display. The insulin pump also had moisture damage on the motor assembly.